Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on a patient. The initial results generated for the patient were 170.9 u/ml. The customer repeated the testing without re-centrifuging and the results were 2.2 and 2.0 u/ml. Controls and calibration are all within acceptable limits. No additional patient information was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, specificity testing, and a review of labeling. A review of customer complaints received to-date did not identify an increase in complaint activity related to discrepant patient results with architect ca19-9xr reagent, list 2k91-25, lot 20318m500. Accuracy testing was completed using an internal ca19-9xr panel and retained kits of reagent lot 20318m500, which met acceptance criteria. A review of labeling was performed and found adequate discussion regarding discrepant results. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagent is performing as intended. No malfunction was identified, because the issue the customer reported was limited to a single patient sample and the information the customer provided was not sufficient to indicate a malfunction had occurred. Further investigation is not required. Based on the results of this evaluation, the architect ca19-9xr assay, list 2k91-25, lot 20318m500, is performing as intended and no product deficiency or malfunction was identified.